Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 597 mg/dl. The customer had symptoms such as vomiting and stumbling. The customer was treated with pen, drip and manually injection. Customer's blood glucose value was 597 mg/dl at the time of the incident. Customer stated that she had a high blood glucose and began on (B)(6).2017. Customer also reported that blood glucose was over 600+ mg/dl and the current blood glucose was 160 mg/dl. The customer last blood glucose today was 460 mg/dl something half hour ago. It was reported that the customer was hospitalized and was wearing pump at time of hospitalization. The cause of hospitalization per healthcare professional was high blood glucose and infection. The customer was discharged on (B)(6) 2017. Customer just took a reading and blood glucose was 392 mg/dl and reported that the blood glucose was coming down. Troubleshooting was performed. The product was not returned for analysis.